Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2166

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on one of the patient's leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein an additional lead was added to address the issue. It is unknown which lead had high impedances.